Event description:
Surgeon was using the aquas genicon powerflow suction irrigator (720-005-001) to irrigate an infected abdomen. The suction device leaked, sending pus filled fluid down the drape and into the surgeon's shoes. There have been several complaints from other staff and surgeons that this device is unsafe, as it leaks, and often the level of irrigation is highly forceful, causing splashes and potential contamination. This item is a substituted item due to the regular stryker suction irrigator devices being unavailable due to the hurricane in puerto rico.